Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product's adapter/hub disconnected from the tube. They tried fixing the issue but with no success. There was no patient injury.